Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a no delivery alarm on the insulin pump 2 days ago and had high blood glucose of 403 mg/dl. Customer stated that the alarm happened and he reset the pump through prime. Customer was still wearing the same set that he had on during the past no delivery alarm. Customer treated and stated that he was okay. Customer did not contact his health care provider. Troubleshooting was performed and the customer stated that the insulin did exit the tubing. Customer stated that they did not have a tubing clamp. Customer stated that the cannula was not occluded. Customer was advised to do a complete set change. Customer was explained that high blood glucose are often caused by site or set issues.